Event description:
During routine testing, the device displayed a red "x" status indication message and the "leds" inappropriately cycled contintuously. Complainant indicated that there was no patient involvement in the reported malfunction.